Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal hysterectomy on (B)(6) 2022, vaginal bleeding, paratubal cyst, adenomyosis, nabothian cyst, pelvic pain, c-section, appendectomy, parity 4, endometrial ablation, live birth, gravida ii, ovarian cyst and pelvic pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5274 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: uterus, cervix, bilateral fallopian tubes. Clinical data: chronic pelvic pain and uterine leiomyoma. Diagnosis: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy: uterus and cervix. [Ultrasound scan] on (B)(6) 2021: the uterus is homogeneous and normal in size, measuring 9.4 x 4.2 x 5.9 cm. An iud is in place within the endometrial canal. The right ovary is normal in size and exhibits appropriate blood flow on doppler interrogation. A 2.3 cm simple cyst is associated with the right ovary. The left ovary is obscured by bowel gas. There is no adnexal mass or free fluid. On (B)(6) 2022: right ovarian cyst, torsion heterogeneous but not thickened endometrium with possible fluid within the endometrium. Findings are nonspecific and may be related to timing of the patient's mental cycle. [Ultrasound scan] on (B)(6) 2021: the uterus is homogeneous and normal in size, measuring 9.4 x 4.2 x 5.9 cm. An iud is in place within the endometrial canal. The right ovary is normal in size and exhibits appropriate blood flow on doppler interrogation. A 2.3 cm simple cyst is associated with the right ovary. The left ovary is obscured by bowel gas. There is no adnexal mass or free fluid. On (B)(6) 2022: right ovarian cyst, torsion heterogeneous but not thickened endometrium with possible fluid within the endometrium. Findings are nonspecific and may be related to timing of the patient's mental cycle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and lab data pathology tests was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5274 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.